Event description:
It was reported that after inspecting the unit, the cs300 intra-aortic balloon pump (iabp) units display is blurry and not clear. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer inspected the unit, he did not find any issue with the unit display, but he did find that the unit would not pass the k8 leak test during the testing. The drive manifold assembly was replaced.

Event description:
N/a.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units display is blurry and not clear.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.